Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device was not working due to a crack in both cylinders. All components were removed and replaced. There were no patient complications.